Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for spinal pain. The patient representative (rep) stated that 'since the patient got this pump, it's (external equipment) been absolute crap. It works about half the time, and it was frustrating for her. It's not as efficient as the old one, which was much simpler (8835 ptm). She's getting to the point where it's almost regular that she can't get the last 2 boluses in, or sometimes as many as 4,' due to the equipment issues and 'it just won't work.' The patient rep mentioned the pump did not pick up daylight savings time and their boluses reset at 1am, which was fine, but 'sometimes around 10:30-11pm through 2am the equipment just does not work.' The patient rep confirmed the equipment takes charge well but it appeared that the communicator needs to be charged a few times a day to ensure it can be used in the evening. The patient rep stated the handset would show 'connecting' and would not progress, and finally said 'resync,' but, if the percentages connects to 91%, then 'it eventually will go through,' and 'it said no pump response and wants to resync.' When agent inquired event date, patient stated 'off and on for at least a year,' but patient rep stated 'no, it's been a problem for more like 4 years,' but they could not remember the date it was installed, and stated 'it worked fine for awhile. The surgeon came out and showed the patient how to use the equipment once she recovered and 6-8 months ago the patient rep called in for assistance with the equipment,' later stated '5-6 months ago'.. The patient rep stated 'the agent gave me some ideas, such as moving the communicator 90 degrees to the input wire (holding communicator over pump), which helped a lot actually.' The patient rep and patient stated they thought patient's pump medication was fentanyl but were not sure. While on the call, agent assisted the patient rep in clearing data. Prior to data clear, patient's data was 569 kb. Agent assisted patient rep and patient in connecting to the pump but the patient rep appeared to not realize the communicator needed to be over the pump when initially starting to connect. Agent reviewed and assisted patient rep/patient in clearing service code 338 and they were able to successfully connect to the pump and request/receive a bolus. The patient rep and patient agreed to monitor and call back for assistance as needed. Additional information was received from the patient who reported they were experiencing the same issue with connecting to the pump; they would get the message no pump response. The patient worked with the company representative they redirected the caller to call. During the call the caller was unable to connect and the messages no pump response and not found communicator appeared. The agent assisted the caller with resetting the handset and communicator and reviewed best practices regarding communicator placement. The patient was then able to connect to the pump and confirmed they had a 14-minute lockout. The patient could not stay on the call any longer because they had an upcoming appointment. The patient will monitor and call back if needed. Additional information was received from the patient¿s representative who reported that the communicator was not working for the last 3 days. The caller stated they are not able to connect to the pump to get a bolus and patient was in a lot of pain. The patient gets 7 bolus a day. Per the caller, they have repositioned the communicator many times and still not connecting to the pump. The caller stated the new external devices are crappy and does not work. The agent asked the caller to connect with the handset and communicator and caller said they are getting the connect screen. The agent confirmed the patient did not have a fall or trauma. The agent assisted the caller with clearing the data and reset the handset and communicator and they continued to get the connect screen. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.